Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt presented with right lower extremity swelling, secondary to the artificial urinary sphincter balloon malposition. It appeared the pt underwent revision surgery to reposition the balloon as no components appear to have been replaced.